Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse observed condensation in the helium tubing and when they went to remove the tubing, they noted it had started to turn pinkish in color. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The doctor had already determined that pumping needed to be ceased and arrangements were being made for catheter removal. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 4.1cm from iab tip. One kink was found on the inner lumen approximately 26.7cm from the iab tip. The optical fiber was found to be at this location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problem. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse observed condensation in the helium tubing and when they went to remove the tubing, they noted it had started to turn pinkish in color. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The doctor had already determined that pumping needed to be ceased and arrangements were being made for catheter removal. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the nurse observed condensation in the helium tubing and when they went to remove the tubing, they noted it had started to turn pinkish in color. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The doctor had already determined that pumping needed to be ceased and arrangements were being made for catheter removal. There was no reported injury to the patient.